Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, experienced a gas loss alarm on a cardiosave. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). So, this patient has a right femoral balloon. It¿s been in for a few days now and over the course of the past few days, he¿s been having pretty frequent gas loss alarms, so we straightened out a kink but since then we¿ve had 2 more go off. There¿s no blood or condensation. Customer followed the help screen and used the fill button but wanted to make sure there wasn¿t anything else I should do.¿ esp team explained the nature of the alarm and based on the information customer gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by febrile ongoing febrile temperature and coughing causing intrathoracic pressure changes. Complaint information obtained. Esp member encouraged customer to call, should the alarm go off several times in an hour so that we could troubleshoot together.